Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 350-550 mg/dl. Cause of bg was not known; however, customer believed a cold may have contributed to bg levels. Manual injections were administered to address bg. A system check was performed and the pump performed as intended.